Event description:
It was reported that the pump emitted a low battery alarm at which time the pump casing felt slightly warm to the touch. The user noted corrosion in the battery compartment.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.